Event description:
It was reported that the pump was incorrectly showing that the customer was manually stopping insulin. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.